Event description:
Reportable based on analysis approved on (B)(6) 2013. It was reported that during a percutaneous coronary intervention, crossing difficulty was encountered. The 90% stenosed target lesion was located in a non-calcified and moderately tortuous left anterior descending (lad) artery. A 2.75x24mm promus element drug-eluting stent was selected and advanced to treat the lesion but was unable to cross. The procedure was completed with a 2.5x20mm promus element. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: a visual examination of the returned device found that the hypotube was kinked at various locations along its length. An examination of the crimped stent found that the stent was damaged. The mid-section of the stent was slightly kinked. No other damage was visible along the device. No issues were noted with the profile of the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).